Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to staphylococcus aureus infection with sepsis. Additional information indicated that the patient had an infection on the stump. There were no additional adverse patient effects reported. The ICD was explanted.